Event description:
The customer reported erratic troponin I (accutni) results, which crossed clinical categories, for samples from nine pts involving unicel dxl 800 access immunoassay sys. This is report number 3 of 3 for one pt's blood urea nitrogen (bun) and creatinine results received after the pt's sample was retested. The pt was admitted to renal lab. There has been no report of pt injury associated with this event. A change in pt treatment was noted. The field svc engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit at the facility on (B)(6) 2008. The fse replaced aspirate probe #2, which appeared to have build-up on the exterior. The fse performed sys check which conformed to the MFR's stated limits. The fse performed 50 repetition of biorad low troponin precision. The results were within expected limits. The fse completed repair verification per established procedures. The results conformed to the MFR's published performance specs. The fse serviced the unit on (B)(6) 2008 and changed to new lot of reaction vessels (rvs). The fse returned to the facility on (B)(6) 2008 and replaced the peristaltic pump. Samples were plasma with lithium heparin collected in greiner vacuette tubes. The customer was aware of proper collection techniques, but updated many of the samples received were coming from the ER (ER) where samples may not always be handled appropriately. The customer stated I-stat samples were centrifuged on a stand-alone centrifuge and not on the power processor. Although centrifugation configuration specifics were not supplied, the customer was not aware of the 15-minute spin time recommendation per greiner info. The customer stated one of the two pt's samples (during the initial call) was observed to be lipemic and hemolyzed. No add'l info was provided. Qc (qc) performance was acceptable. A review of archive data did not show any common trends, such as pipettor in use, tests left in the pack, or indications of carry over. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs 2122870-2011-02304 and 2122870-2011-02305.